Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated she has air bubbles in the reservoir. Customer was not doing bolus or rewinding the pump. The customer's doctor stated patient was frustrated with priming and admits that he didn't do it. Customer was attempted to contact but no response and leave message to voicemail.